Event description:
It was reported that cadd legacy pump bad air detector. No patient injury reported.

Manufacturer narrative:
Other text: b5: the event did not occur while in use by patient. E4: unknown. D5: unknown. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log history was reviewed and evidence of error codes was identified. Upon function testing the reported problem was duplicated. The root cause of the reported problem was a faulty air detector. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.